Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of " seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, anxiety-product/procedure.

Event description:
Patient reports that their implants have been itchy and the implants feel rippled and when they press on them, the rippling can be felt. Patient further reports they are ¿very concerned as their surgeon has informed them that they are at high risk of bia- alcl following the discovery of fluid buildup in the breast¿. This relates to the left device.

Manufacturer narrative:
Additional, corrected and/or changed data: b5, d6b, h6.

Event description:
Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5.

Event description:
Patient reports that their implants have been itchy and the implants feel rippled and when they press on them, the rippling can be felt. Patient further reports they are ¿very concerned as their surgeon has informed them that they are at high risk of bia- alcl following the discovery of fluid buildup in the breast¿. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reports that their implants have been itchy and the implants feel rippled and when they press on them, the rippling can be felt. Patient further reports they are ¿very concerned as their surgeon has informed them that they are at high risk of bia- alcl following the discovery of fluid buildup in the breast¿. This relates to the left device. Patient undergone capsulectomy. Device has been explanted.